Manufacturer narrative:
Part was received. Investigation is ongoing. Device was used for treatment, not diagnosis.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: implant removal due to infection. For the first planned removal plate, the surgeon can not remove it, so he left the devices in place, complaint 20131691 opened for this occurrence. But the patient is infected so the surgeon must remove the devices in emergency. Also received 6 screws, 2 of them are stuck in the plate. Only at one screw, which stuck, the lot number is visible 1x art. 413.018 lot 2756455. Update 17.06.13 krd2 no further information available. Update 04.07.13 krd2: operation reports received. Initial operation was at the (B)(6) 2011. First removal attempt was at the (B)(6) 2012. Plate finally removed at the (B)(6) 2013 because of infection. During this operation an unknown hss drill bit broke. Clarification: the first operation was a planned removal of the implants after bone healing. But unfortunately it was impossible to remove the implants because the screws were stuck in the plate. So the operation was finished and the plate was left in the patient. This happened in (b)(^) 2013. Then in (b)(^) 2013 the patient had an infection which made it necessary to remove the plate definitively, which was left in (B)(6). This report is on an unknown screw. This is report number 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This report is for an unknown screw. This is report 6 of 6 for complaint (B)(4).